Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (patients retention program (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by turbid effluent which appeared around 10:00 pm on the day of onset. On the following day, the patient went to the out patient department and was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unreported date, in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, the antibiotic treatment was ongoing, the peritonitis was resolving, the patient was recovering from the event, and extraneal/physioneal therapies were ongoing. No additional information is available.